Manufacturer narrative:
(B)(4). Manufacturer report number for previous infection: 2916596-2022-13805. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 due to a septic response. The patient's temperature was 38 degrees celsius while in the emergency department (ed) and was complaining of sharp pleuritic pain and shortness of breath. The patient had leukocytosis and was deemed septic with no known source of infection. The patient's driveline exit site was cultured due to a recent driveline infection, but the cultures were negative. The patient was given antibiotics.

Manufacturer narrative:
Section h6: health effect - clinical code: 4594 high white blood cell count. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient presented to infectious disease for a follow up where they noted a likely uncontrolled methicillin-resistant staphylococcus aureus (mrsa) infection. The source of their fevers was unclear but may have been due to community acquired pneumonia with minimal respiratory symptoms. A swab of the patient's driveline exit site had no growth. The patient's fevers responded to empiric ceftaroline for mrsa coverage. The patient was continued on indefinite suppressive oral sulfamethoxazole-trimethoprim (bactrim).